Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via web self-service that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced an ¿abscess from the cgm required medical intervention and treatment¿. The event occurred the day the sensor had been inserted in the arm. It was unspecified whether the abscess appeared at the needle puncture site or beneath the sensor patch. Attempts to follow up with the patient to obtain clarification of what medical intervention and treatment were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.